Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that a low flow error occurred while a patient underwent a hemodialysis (hd) treatment on a 2008t hd machine. The error was cleared, however, the machine temperature rose to 102.2 degrees fahrenheit. Thereafter, the patient complained of feeling hot. The patient's body temperature was recorded as being 100 degrees fahrenheit. The patient was administered 650 mg tylenol and an ice pack to help lower the elevated temperature. The patient¿s body temperature returned to 98.6 degrees fahrenheit, and the patient reported feeling fine. The patient was able to continue and successfully complete their hd treatment. The patient was discharged home without any further intervention. Following the event, the 2008t hd machine was removed from service for evaluation. Functional testing performed by the biomedical technician revealed that the unit was operating properly. Three consecutive days of testing failed to isolate or identify any system issues or device malfunctions. Although the event was not able to be duplicated, the biomed reported that the machine generates an audible, albeit, very low, alarm when the unit temperature is outside its operating limits of +2 degrees celsius and goes into bypass. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician provided follow-up information which revealed that the 2008t hemodialysis (hd) machine was removed from service for evaluation following the event. Functional testing performed by the biomedical technician revealed that the unit was operating properly. Three consecutive days of testing failed to isolate or identify any system issues or device malfunctions. Although the event was not able to be duplicated, the biomed reported that the machine generates an audible, albeit, very low, alarm when the unit temperature is outside its operating limits of +2 degrees celsius and goes into bypass. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.